Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 590 mg/dl. Customer declined to troubleshoot for high blood glucose reading. When customer remove the cannula, it was bent. Customer said changing the reservoir and set resolve the issue. Customer blood glucose at the time of the incident was under 200 mg/dl. Customer state that he has had issues with more reservoirs saying no delivery during the fill tubing. Product will not be returning for analysis.